Manufacturer narrative:
Device evaluated by MFR: the device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation the ablation began and a vacuum alarm went off. The vacuum nub was actuated with a sound and the ablation resumed. This occurred five times and a second device was opened. The second device would not pass cavity integrity assessment (cia). The case was abandoned after scoping revealed some ablation and possible tear in cavity. No treatment was given.

Manufacturer narrative:
The returned device was tested and successfully passed all functional testing. No visual imperfections were noted with the device electrode array. The reported complaint and adverse event cannot be confirmed.